Event description:
It was reported that the grasping forceps fell off into the pt. It was retrieved from the pt with no further incident.

Manufacturer narrative:
Visual examination of the returned used device revealed that a piece of the blade detached from the distal end of the device. The blade had a burn mark and a gouge in the area that broke. The most likely cause for the broken blade is that the device made contact with a rigid object during activation causing the blade to break. Evidence supports the most likely cause for this event is mishandling/misuse.